Manufacturer narrative:
The insulin pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify excessive no delivery due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer's father reported via phone call that the insulin pump had small crack by battery cap, also had no delivery alarm. Customer¿s blood glucose value was 7.9 mmol/l. Customer was advised insulin pump will need to be replaced and also was advised to discontinue use of the pump and revert to backup plan per health care professionals instructions. The insulin pump will be returned for analysis.